Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the reporter stated the device was difficult/unable to pierce through stopper . The following information was provided by the initial reporter: translated to english. The customer stated: "only a single tube with issue in entire rack."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the reporter stated the device was difficult/unable to pierce through stopper . The following information was provided by the initial reporter: translated to english. The customer stated: "only a single tube with issue in entire rack".